Event description:
The hospital reported on the first attempt to use a loop cutter that the device became stuck when the user attempted to cut a suture in the stomach. The user cut the handle of the loop cutter and withdrew the endoscope from the patient. The endoscope was then reinserted into the patient and a needle knife (model unknown) was used to cut the suture in order to remove the loop cutter. The loop cutter was successfully removed and the procedure was completed. There were no complications and no harm to the patient.

Manufacturer narrative:
The device in question was not returned to olympus for investigation. There was no complications or harm caused to the patient as a result of this incident. The device labeling states, "the intended use of the device is to cut the residual end of the olympus loop used for ligating tissue within the digestive tract. Do not use this instrument for any other purpose." However, the user utilized the device in cutting a suture, which was not the intended use of the device. This report is being filed as an MDR reportable event due to user error.